Event description:
It was reported the patient presented for implant procedure. During surgery, the electrograms (egm) could not be interpreted due to what appeared as artifact. A clear egm could be seen by utilizing a lower sampling frequency. The patient was in stable condition.